Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer calls me about c3 sn (B)(4), only details are rt says it went inoperable/unusable, (B)(6) 2023, rt was at patient bedside doing observation not interacting with machine (allegedly). Summary: shut down during ventilation without any alarm.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer calls me about c3 sn (B)(6), only details are rt says it went inoperable/unusable, (B)(6) 2023, rt was at patient bedside doing observation not interacting with machine (allegedly). Summary: shut down during ventilation without any alarm.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing. Follow-up 2 - additional information: the entry fields b4, g6, h3, h6 and h11 have been updated. It was alleged that the ventilator went inoperable/unusable, (B)(6) 2023 during ventilation. Patient was moved to another device. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient as per provided information. Based on the logfiles provided, the issue could not be confirmed. No ambient or ventilation stop, power fail or similar event is visible, on the alleged date of (B)(6) 2023. Even suctioning maneuver was used frequently without leading to issues. Customer gave an update that the screen went black between 8-11pm, on (B)(6) 2023 (one day later). This kind of event cannot be seen in the logfile, since a black screen will not be logged. The technician who did inspect the affected device after the event could not duplicate the issue and the service software (maintenance) passed. No part was replaced and device was released back to use. No malfunction was therefore found with the device. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023. Stigation ongoing.